Event description:
Patient previously had vitek tmj implants which were removed in 1988. (B)(6) 2006 received tmj concepts tmj total joints. Did well immediately after surgery but about one year later, patient began experiencing problems. Symptoms include increased pain in the jaw area. Inflammation on both sides of the face and patient stated "it feels like fire in my joint area." Swallowing is difficult. Experiences lots of nausea and light-headedness. The pain levels are better than prior to the surgery, but patient is uncomfortable and must take pain medications to ease the pain. Patient is still unable to return to work due to medical condition.